Event description:
Customer reported that while attaching a secondary "substitute" tubing (codan model a 409-s) the blue stopper remained depressed causing leaking from the hub. Albumin was infusing through the primary tubing, but the customer is unsure what was infusing as a secondary because albumin should not have any other medications infusing through the same tubing. There was no pt harm or medical intervention reported. No add'l pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.